Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Us distributor reported that the patient developed a rash under the front therapy electrode. The rash was bleeding. Multiple follow-up attempts were unsuccessful. The medical outcome of the irritation is unknown at this time.